Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The auto stopcock was found to be broken. The welding profile of the auto infusion valve (aiv) surface was inspected for any welding anomalies; the top and bottom base of the aiv were not sufficiently welded. The root cause of the customer's complaint is due to an inadequate weld between the top and bottom base of the auto stopcock. The source of this defect is related to an error in the welding process during manufacturing. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported continuous air bubbles occurred in an infusion line which caused difficulty in securing visibility during a vitrectomy procedure. The product was replaced and the procedure was completed with no issue.